Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician was using a scuba stenting device to treat a lesion in a patient with iliac artery stenosis. The stent has reached the lesion, but it could not be deployed as there was resistance and stent dislodged from the catheter. The stent was retrieved back out of patient's body, but it could not be deployed either. Physician replaced it with other model to complete the operation. There is no impact on the patient. ¿please note that this device (scuba co-cr) is not marketed in the united states; however, it is similar to the united states marketed device (scuba biliary). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
Device evaluation: the device appeared not used as protection tube still mounted over the stent and no traces of radio opaque solution/blood were detected. Guide wire was inserted and no abnormalities detected. Protection tube was removed and stent crossing profile measured. The od measured by snap gauge on the stent was conformal to the specification. The stent was moved from its position and the heat setting mark was clearly detected on both ends. Using a manometric syringe filled by colored water the balloon was inflated till nominal pressure (9 bar). No abnormalities detected on the expanded stent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.